Event description:
This unsolicited case from united states was received on 03-aug-2016 from a non-health care professional. This case concerns a female patient of unknown age who received treatment with synvisc and after an unknown latency had effusion, red, hot and swollen knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) for arthritis of knee (unspecified). On an unknown date (15 years ago), after unknown latency, the patient reported that the first injection went well but either the second or third injection resulted in effusion. Patient reported that the patient had a red, hot and swollen knee. Further reported that the patient underwent surgery as a result of the problem but any details about kind of surgery were not provided. Patient reported that prior to the injections; she did not have any infection. Action taken: unknown. Corrective treatment: surgery nos for effusion, not reported for rest of the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for effusion additional information was received on 11-aug-2016. Global ptc number with results was added and the text was amended accordingly.

Event description:
This unsolicited case from united states was received on 03-aug-2016 from a non-health care professional. This case concerns a female patient of unknown age who received treatment with synvisc and after an unknown latency had effusion, red, hot and swollen knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiration date: not provided) for arthritis of knee (unspecified). On an unknown date (15 years ago), after unknown latency, the patient reported that the first injection went well but either the second or third injection resulted in effusion. Patient reported that the patient had a red, hot and swollen knee. Further reported that the patient underwent surgery as a result of the problem but any details about kind of surgery were not provided. Patient reported that prior to the injections; she did not have any infection. Action taken: unknown. Corrective treatment: surgery nos for effusion, not reported for rest of the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) and results were pending for the same. Seriousness criterion: required intervention for effusion.